Event description:
It was reported that the user experienced hyperglycemia with mild diabetic ketoacidosis following stress after a finger laceration, and a separate prolonged hypoglycemia episode while using the ilet system; the user¿s clinician advised disconnecting the pump and administering a manual insulin dose to resolve the hyperglycemia, and later verified a low glucose by fingerstick after the cgm displayed a markedly low value. Symptoms included elevated blood glucose with mild ketoacidosis and symptomatic low blood glucose. Outcomes included at-home recovery without hospitalization. Investigation included internal complaint review and request for additional therapy and device-use information to assess potential device performance and user-management factors. Investigation of this case revealed no device malfunction reported, with contributing factors possibly including physiologic stress, meal announcement strategy leading to an overestimation or timing-related insulin delivery relative to downward glucose trend, and cgm-reading discrepancy versus fingerstick during the hypoglycemia event. It was concluded, based on previously established findings for similar reports, that the cause was unclear and multifactorial. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.